Event description:
Complainant alleged that medics arrived upon the scene of pt in cardiac arrest. The device was attached to the pt and detected either a fine ventricular fibrillation or asystole heart rhythm. The medics decided to treat the pt for ventricular fibrillation. Ten attempts were made to shock the pt, however the device succesfully discharged four times: once at 120 joules, once at 150 joules and twice at 200 joules. The device reportedly displayed a "poor pad contact" message. The pt was then transported to the hosp. The pt subsequently expired while in the emergency room.